Event description:
It was reported that patient's device was exhibiting high lead impedance and that a surgical revision is planned. No known surgical interventions have occurred to date.

Event description:
Additional information was received indicating that the generator and lead were found to be severely twisted and tied in knots secondary to the patient's manipulation. The system had exhibited normal lead impedances prior to the observation of high lead impedance on (B)(6) 2015. The explanting facility indicated that the explanted devices were discarded and are therefore unable to be returned to the manufacturer for product analysis.

Event description:
Information was received indicating that the patient underwent pulse generator and lead replacement due to the high impedance condition. It was reported that high lead impedance was first noted on (B)(6) 2015 when a value of 5493 ohms was observed. It was reported that the generator was replaced prophylactically and had not yet exhibited any low battery indicators. The explanted devices have not been returned to the manufacturer to date.